Event description:
On (B)(6) 2011, a reporter for the lay user/patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter had fallen apart. On (B)(6) 2011, the medical surveillance specialist (mss) spoke with the reporter to obtain and verify information. The reporter claimed the alleged issue began on (B)(6) 2011 sometime in the morning. The reporter informed the mss that the patient manages his diabetes with humulin 70/30 32 units in the morning and 7 units in the evenings and she stated he followed his usual diabetes management routine in response to not being able to use the subject meter. The reporter claimed the patient developed symptoms of "sweating and was irritable" a few hours later (exact time is unknown). The reporter stated she treated him with grape juice and water and he felt better within minutes. The patient was able to test his blood glucose later that day at approximately 8pm using an unknown meter belonging to their neighbor who is a nurse and reportedly obtained a blood glucose value of "315mg/dl." The patient reportedly administered his insulin based on the meter result. At the time of troubleshooting, the cca noted that the back of the meter had come apart. There was no mention of trauma/misuse of the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
Follow-up #1 ((B)(6) 2011)-device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter's casing was found to be cracked/broken. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.